Event description:
It was reported that the burr got stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During the course of the procedure, it was noted the burr got stuck with the rotawire. Additionally, the set rotational speed was 180,000 rpm but the speed reached a maximum of 190,000 rpm. The burr and rotawire were removed from the body as one unit and the procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found no damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be fully inserted and removed with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr got stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During the course of the procedure, it was noted the burr got stuck with the rotawire. Additionally, the set rotational speed was 180,000 rpm but the speed reached a maximum of 190,000 rpm. The burr and rotawire were removed from the body as one unit and the procedure was completed with another of the same device. No patient injury was reported.